Manufacturer narrative:
D4 expiration date: na additional suspect medical device components involved: model #: csk-tc10 lot #: k239 description: csk tc electrode, 10cm total quantity: 3 model #: csk-tc10 lot #: k509 description: csk tc electrode, 10cm total quantity: 3 model #: csk-tc15 lot #: k240 description: csk tc electrode, 15 cm total quantity: 1.

Event description:
A report was received that an electrode had melted epoxy exposed at the hub.

Manufacturer narrative:
Additional suspect medical device components involved: model #: csk-tc10 lot #: k239 description: csk tc electrode, 10cm total quantity: 5 model #: csk-tc10 lot #: k509 description: csk tc electrode, 10cm total quantity: 2 model #: csk-tc15 lot #: k240 description: csk tc electrode, 15 cm total quantity: 2 device analysis for electrodes (lot #k239): the complaint was confirmed. Visual inspection revealed four devices with bent electrodes and one with a severed shaft. Device analysis for electrodes (lot #k509): the complaint was confirmed. Visual inspection revealed two devices with bent electrodes. Device analysis electrodes (lot #k240): the complaint was confirmed. Visual inspection revealed two devices with bent electrodes and one with a severed shaft.

Event description:
A report was received that an electrode had melted epoxy exposed at the hub.